Event description:
During an outpatient colonoscopy, a hemoclip was placed where a polyp was removed. It was noted that the wire introducer did not released from the clip and the physician was unable to detach the wire from the clip. A second physician as well as a surgeon attempted to release the wire without success. The wire failed to release from the clip. In attempt to detach the wire, it was cut near the deployment apparatus without success as recommended by the MFR's website should the normal release mechanism fail. The wire remained attached to the clip in the pt's colon and was secured with tape to pt's thigh. The pt was taken to the operating room in stable condition to remove the remaining wire via endoscopy.